Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values. The event occurred 7 days after sensor insertion on the abdomen. The patient felt symptoms of diabetic ketoacidosis (dka) with nausea and was vomiting. His cgm values were 300 mg/dl and higher, but he could not remember the values. He did not do finger sticks to check cgm values with a glucometer because he could not find his test strips, so he was unable to determine if the cgm was accurate. No treatment made at home. He noted that he is an extremely brittle diabetic, and his wife brought him to the hospital. Diagnostic testing occurred and dka was confirmed. The patient did not remember the details of testing. He received an insulin drip intermittently to regulate his unstable bg, and received IV glucose when the bg was low. At one point at the hospital the bg finger stick was 88 mg/dl but the cgm value was 150 mg/dl. No other bg or cgm values were provided. After 5 days his bg stabilized, and he was discharged home. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.